Event description:
After injecting the epipen multiple times the needle did not come out [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of needle issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 29-aug-2025, amneal pharmaceuticals received information from patient via a telephonic call concerning above-mentioned events experienced while on amneal's epinephrine auto-injector. On an unknown date in 2025, the patient was being treated with epinephrine injection (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) via intravenous route for an unknown indication. Concurrent condition, co-suspect medication, concomitant medication, medical history, history of surgeries, history of allergy, history of smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On an unknown date in 2025, while about to use the medication, the patient observed that the needle did not come out of the epipen. She confirmed that even after injecting the epipen multiple times, the needle did not come out. She went to the doctor and received the next dose from the doctor. She further requested a replacement. Last action taken with epinephrine auto-injector in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter did not provide causality for the events of needle issue and no adverse event with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information was received on 21-sep-2025. New information received includes qa investigation report attached to this case. A complaint was received stating the ¿needle did not come out¿ during use. The returned sample was in a fired state, missing the protective case, safety cap, and sheath remover. The sheath remained attached, retaining approximately 0.3 ml of solution, preventing drug delivery. Functional testing with a surrogate sheath remover confirmed the sheath could be removed with minimal force and operated per specification. The firing mechanism and needle extension were consistent with a fired state, indicating the device was functional. Phillips (pmm) investigation found no assembly or in-process deviations, and both in-process and final release testing met specifications. Retain samples were fully functional. Review of instructions for use (IFU) and labeling confirmed adequate directions and pictorials for sheath removal. This is the first complaint reported for lot: g250106x with complaint defect unconfirmed. Complaint history review identified 13 other similar ¿failure to fire¿ reports in the past 24 months across 4.5 million devices released (frequency (B)(4), none confirmed as product-related. No anomalous trends were noted in the apr, stability data, or batch record reviews. The pfmea confirmed this failure mode is captured and risk controls remain appropriate. Conclusion: the complaint was confirmed in that the sheath prevented needle deployment; however, the device was functional and within design specifications. The evidence suggests user error - failure to remove the sheath prior to activation - as the most likely contributing factor. No product defect or manufacturing issue was identified. No CAPA is required; ongoing monitoring will continue. The lot released to the market was produced in accordance with approved specifications and procedures. Last action taken with epinephrine auto-injector in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter did not provide causality for the events of needle issue and no adverse event with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
After injecting the epipen multiple times the needle did not come out [needle issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events of needle issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 29-aug-2025, amneal pharmaceuticals received information from patient via a telephonic call concerning above-mentioned events experienced while on amneal's epinephrine auto-injector. On an unknown date in 2025, the patient was being treated with epinephrine injection (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) via intravenous route for an unknown indication. Concurrent condition, co-suspect medication, concomitant medication, medical history, history of surgeries, history of allergy, history of smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On an unknown date in 2025, while about to use the medication, the patient observed that the needle did not come out of the epipen. She confirmed that even after injecting the epipen multiple times, the needle did not come out. She went to the doctor and received the next dose from the doctor. She further requested a replacement. Last action taken with epinephrine auto-injector in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event were unknown. The reporter did not provide causality for the events of needle issue and no adverse event with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited.